Event description:
The end-user was going to a doctors appointment and was at his front door when a wheel came off the device and she fell and hit her head on the concrete. The end-user received stitches to her left temple that were caused by her sunglasses, hands were bruised, and suffered a brain bleed that sent her to ICU for four days.